Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen had come up with an error and did not boot up. The field service engineer (fse) observed a blue screen error on the station. The fse attempted to boot in safe mode and repair, but after rebooting, the blue screen appeared again. The station was shut down, and a new hard drive was installed. The fse worked through the 1.7.4 configuration sheet, completed a full data synchronization, and set the station to auto-boot into the application. The station was then rebooted into the application. The customer logged in and inventoried the fridge and several drawers to confirm proper operation. The station was up and running, available in remote smart service, and working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen showed error. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.